Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer's insulin pump system may be over delivering. The customer¿s blood glucose level was unknown at the time of the incident. The customer believes their infusion set was over delivering. The customer was using reservoirs for more than 1 week and sets only twice a week. Troubleshooting was not completed as the customer was to call back. The insulin pump will not be returned for analysis.